Manufacturer narrative:
No product was returned and logs are not applicable. Product damage (sterile sleeve damage). Clinical details state that the sterile sleeve was pulled out of back lock while advancing the blue suture hub. The root cause of the sterile sleeve damage was not determined since product/images were not returned. Vf/vt/af/at. Clinical details note there was a vt arrest while leaving operation room. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology. With a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during the impella 5.5 procedure, the sterile sleeve ripped out of the back lock while advancing the blue suture hub. Sterility was maintained because of the sterile drape. Additionally, the patient had ventricular tachycardia episode while leaving the operating room which required defibrillation and the impella was pulled back one centimeter. The patient survived.